Event description:
A manufacturing representative reported during device follow up on (B)(6) 2016 the patient had intermittent return of tremor symptoms. There was variable impedance noted by the healthcare professional. C/1-17726, 0/1-24195, 1/2-23825, 1/3-18910 were out of range impedance readings from (B)(6) 2016. In (B)(6) contact 1 had high impedance and prior to (B)(6) contact 1 impedance was ok and contact 3 was open. The patient was referred to a healthcare professional for a surgical revision on (B)(6) 2016. Preoperative electrode impedance was done on (B)(6) 2016 and all were normal. The adaptor in the pocket was removed in case this was the issue and the rechargeable implantable neurostimulator (ins) was replaced due to the patient's difficulty with/inability to recharge on their own. The patient had no support system to help with charging so the healthcare professional made the choice to replace the ins with a non-rechargeable unit. All electrode impedance was normal intra-operatively and post-operatively on (B)(6) 2016. The issue was resolved, patient was receiving therapy. Patient's medical history included parkinson's disease.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported they were in the hospital as he experienced a dizzy spell 8 days prior to report and had experienced more of them. They were expected to be there until (B)(6) 2016. The patient had shocking while they were moving around and using their muscles. The loss of therapy was related to positional movement. There was no trauma/falls/medical tests/emi related to the issue. They had checked the device with the patient programmer (pp) and the stimulation was on. The location of the symptoms was the right neck/cheek. They had trouble with their deep brain stimulator (dbs) device. Further follow-up was being conducted to determine what diagnostics/actions/interventions were taken, and the cause of the dizziness/shocking was, and if their symptoms had been resolved. If additional information is received, a follow-up report will be submitted.